Event description:
Information provided states that approximately 3 weeks post op it was noticed that the 450mm rod had broken. The patient is asymptomatic and a revision has not been planned at this time.